Manufacturer narrative:
(B)(4). Date sent: 7/1/2025, d4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: dislocation of the gastric conduit reconstructed via the posterior mediastinal route is a significant risk factor for anastomotic disorder after mckeown esophagectomy. Authors: masanobu nakajima1 / hiroto muroi1 / maiko kikuchi1 / junki fujita1 / keisuke ihara1 / masatoshi nakagawa1 / shinji morita1 / takatoshi nakamura1 / satoru yamaguchi2 / kazuyuki kojima1. Citation: ann gastroenterol surg. 2022;6:75¿82. Doi: 10.1002/ags3.12496. This retrospective study investigated the risk of post-esophagectomy anastomotic disorder of the gastric conduit reconstructed through the pm route, focusing on dgc. A total of 149 japanese patients (120 male and 29 female) who underwent thoracoscopic or transthoracic subtotal esophagectomy and open or hand-assisted laparoscopic esophageal reconstruction with a gastric conduit via the posterior mediastinal (pm) route and cervical stapled anastomosis using a circular stapler between january 2009 and december 2018 were included. The mean age was 65.15 years, and the main histologic type was squamous cell carcinoma (91.9%). The mean bmi was 21.91 kg/m2. A 21-mm or 25-mm intraluminal circular stapler was used as the stapling device (cdh21, cdh25, ethicon ltd.; eea21, eea25, medtronic) in performing esophagogastrostomy in the neck by end-to-side stapled anastomosis. The inserted part of the gastric conduit was closed using a linear stapling device (echelon flex 60, powered echelon flex 60, ecr60d, ethicon ltd.; endo gia tristaple, egia60amt, medtronic). Reported complications include dislocation of the gastric conduit (n=?), anastomotic leakage (n=?), anastomotic stricture (n=?), mediastinal abscess and empyema (n=?), pneumonia/pulmonary atelectasis (n=?), and delayed gastric emptying (n=?). In conclusion, dgc reconstructed via the posterior mediastinal route is a significant cause of critical morbidities related to anastomosis. In particular, care is required when performing gastric conduit reconstruction via the posterior mediastinal route in patients with a high bmi.